Event description:
It was reported that during a ptca/stent procedure in the proximal circumflex, a spasm was noted proximal to the lesion, and medication was administered. An attempt was then made to remove the stent delivery system to exchange products. During the attempt to remove the stent delivery system into the guiding catheter, contrary to IFU, the stent dislodged from the delivery system and was left on the guide wire in the left main. An attempt to retrieve the separated stent with a snare device was unsuccessful and the pt was sent for multiple vessel CABG. The pt was reported to be in stable condition post operatively.